Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. No defective complained device was returned for investigation. Therefore, no physical investigation will be conducted. Since no physical investigation or assessment has been conducted on the defective part due to no complaint or representative sample was returned. Therefore, no further investigate was done to determine the actual root cause to the phenomena experienced by user.

Event description:
It was reported that the cuff will not deflate forcing the performance of a risky procedure by the urologist, cutting the catheter and introducing the peripheral catheter no.16 to perforate the cuff. It was necessary to start antibiotic therapy since there were several manipulations of the catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the cuff will not deflate forcing the performance of a risky procedure by the urologist, cutting the catheter and introducing the peripheral catheter no.16 to perforate the cuff. It was necessary to start antibiotic therapy since there were several manipulations of the catheter.